Manufacturer narrative:
Analysis of the lead found that the #0 conductor was broken at the #0 weld site at the distal end.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0706j, product type: lead. (B)(4).

Event description:
It was reported that high impedances were measured intra-operatively. There was an elevated impedance reading with all references to the zero electrode. Electrode combination 0-1 was 8900 ohms, 0-2 and 0-3 were above 10,000ohms and all other combinations were in the 1400 ohm range. It was noted that the patient was not receiving therapy. The lead was connected to the screening cable without an extension. A different screening cable was tried without resolution. The lead was replaced and patient received ¿great¿ intraoperative therapy. It was later reported that the patient had not been feeling stimulation up to 9v using the screening cable and external neurostimulator (ens). Once the lead was then replaced all impedances were measured in the normal range of less than 2000 ohms.